Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to meet specification in relation to the reported symptom which was confirmed through the history log but not reproduced. The evaluation found the device to pass occlusion detection testing. The device was calibrated to ensure continued accurate occlusion detection.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.